Event description:
According to the reporter, during use, a crack was found in the blue (venous) luer adapter. The catheter was repaired. There was a leak at the luer adapter. There was nothing unusual observed on the device prior to use. No instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device. Tego was not utilized. The insertion site was treated prior to product placement. Flushing was done with a normal result. There was no excessive force used on the device. There was no blood loss, and blood transfusion was not required. As a remedial action, the connector was replaced. This was also the intervention/treatment required as a result of the event. The treatment was proceeded and completed after the remedial action was done. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one venus line, that had been cut at the extension tube. A crack was spotted on the rim of the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. Functional testing found that the luer adapter was found to be cracked, leaking, or broken. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a crack was found in the blue (venous) luer adapter. The catheter was repaired. There was a leak at the luer adapter. There was nothing unusual observed on the device prior to use. No instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device. Tego was not utilized. The insertion site was treated prior to product placement. Flushing was done with a normal result. There was no excessive force used on the device. There was no blood loss, and blood transfusion was not required. As a remedial action, the connector was replaced. This was also the intervention/treatment required as a result of the event. There was no reported patient injury.